Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached properly message when cassette was completely attached. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was intact but fluid ingression was seen on the latch lock area and on the downstream occlusion sensor. The event log showed evidence of error messages. Upon function testing, the reported problem was duplicated. The root cause of the reported problem is unknown. The latch flex and downstream occlusion sensor were replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.